Event description:
The manufacturer received information alleging the device failed the verify o2 flow sensor test step during testing. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the third-party service center, a communication error code was observed. Err_ripc_comm_to_obm_failed means communication between host and oxygen blending module was lost. The interface board was replaced to address the issue. Additionally, although there was no reported failure, the oxygen blending module board was replaced due to corrosion. Also, unrelated to the reportable error code, the handle was found to be cracked and replaced.